Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to cracked and damaged liquid-crystal display (lcd) monitor. In addition, evaluation found following non-reportable finding: found cosmetic damage to bezel.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus sales representative (on behalf of the customer) reported to olympus that liquid-crystal display (lcd) monitor was broken during shipping the first time. The monitor was displaying only 1/4 of the image and the other portion was black. There was no information on the procedure. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event (no image) occurred due to damages sustained during transport, as it was found that the bezel of the monitor, the liquid crystal display panel, and the outer cartons were damaged. Olympus will continue to monitor field performance for this device.